Manufacturer narrative:
H10: the complained unit has been requested by livanova deutschland for further investigation. A functional test has been performed. The reported failure could be reproduced. During investigation the pins of a microcontroller were found to be corroded.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. He replaced the device with another one. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a s5 gas blender system error message during procedure. There was no report of patient injury.